Manufacturer narrative:
Additional: sections indicated in this follow up report have been updated accordingly section d10. Returned to manufacturer on: 09/09/2020. Section h3. Device evaluated by manufacturer? Yes. 1 patient interface was returned in their original packaging with confirmed lot number. A visual inspection, 18" away with an unaided eye, was performed and revealed that sample #1 syringe had broken spring on the plunger, loose spring assembly was also observed. Due to the broken spring on syringe assembly, suction test cannot be performed on sample 1. The review of the device history record (DHR) for patient interface showed that there were no issues or non-conformities. The patient interfaces met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaints. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. If there is any further relevant information, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported suction loss after the laser fired on patient's both eyes (ou). Procedures were switched to prk (photorefractive keratectomy) and completed successfully. No patient injury reported. This is report of 2 of 2.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.